Manufacturer narrative:
Conclusion: the reported high impedance was confirmed. The penta lead was returned cut as a consequence of the explant procedure. Microscopic inspection identified kinks in the lead body of each tail where broken wires were observed. This would cause the high impedances observed in the field and would contribute to the patient loss of therapy. As the high impedances were observed prior to the revision, the broken/detached wires observed on the paddle are consistent with the lead being subjected to an overstress condition while in vivo.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2021-01794 should not have been reported as a medical device report (MDR) after additional information received confirmed there was no indication that the device caused or contributed to the issue. Correction to section h6: the medical device problem code should have been 1260 instead of 1291.

Event description:
Related manufacturer reference number: 3006705815-2021-01794. Additional information received indicated that troubleshooting during the procedure indicated that replacing the existing lead had not resolved the impedance issue, resulting in the entire system (paddle lead and ipg) being explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.